Manufacturer narrative:
Investigation summary: the event unit with only the tissue bag were returned for evaluation. Upon inspection of the first unit, engineering confirmed a small tear near the bottom of the bag. The bag showed signs of tension, clearly visible in the stretching near the burst site. The root cause for the first bag was excessive force. Applied's instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap hysterectomy and salpingo-oophorectomy- "the specimen was placed inside the first bag and when the surgeon was extracting it out of the incision the first bag split. Another bag had to be deployed. The second bag also split. Please send a box-in-a-box to (B)(6). Note: although this incident occurred at (B)(6), the products are ordered through (B)(6)." Patient status- fine.